Manufacturer narrative:
Analysis was performed to the returned device. The reported failure to fire was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was used in a calcified artery. It should be noted that the electronic starclose se instructions for use (eifu), states: do not deploy the clip in areas of calcified plaque. In this case, it is unknown if the IFU deviation contributed to the difficulties; therefore, an in-service letter will not be required. The investigation was unable to determine a conclusive cause for the reported failure to fire; however, the unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to failure to deploy the clip (trigger button could not be pushed) include, but not limited to; user technique (trigger/firing button pressed prior to full advancement of thumb advancer/slider, incorrect positioning of device). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a starclose se device after a popliteal artery interventional procedure using a 6f sheath. Reportedly, when attempting to push the button to deploy the clip (step 4), the button could not be pushed. The sheath had split completely; however, the button could not be depressed and the clip did not deploy. The access ports and safety release were used close the vessel locator wings and remove the device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494 - patient selection.